Event description:
Information was received indicating that 24 hours after starting infusion with a smiths cadd-legacy plus pump, 26ml of medical fluid was left over. The customer estimated that 15ml should've remained. There was no reported injury to the patient.